Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -9.5 diopter, in the patient's right eye (od) on (B)(6) 2017. During the same surgery, the lens was exchanged for the same size and diopter lens due to lens tear/break during injection into the eye. The problem was resolved. It was reported that there was a little drag during injection into the eye. Patient's post-op best-corrected and uncorrected visual acuities on (B)(6) 2017 were 20/20. Device evaluation: the device was returned dry in a small vial. Visual inspection found no visible damage to the lens and foreign material on lens surface (debris - clear residue). (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Result: work order search: no similar complaints were reported for units in the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -9.5 diopter, in the patient's right eye (od) on (B)(6) 2017. In the same surgery, the lens was exchanged for the same size and diopter lens due to lens tear/break during injection into the eye. The problem was resolved. The customer states there was a littel drag during injection into the eye. As of the date of MDR submission, the lens has been returned, but not yet evaluated.